Event description:
It was reported during maintenance (outside of surgery) that the following failure descriptions were noted: control bar issue; calibration issue; damaged lever damaged machined head; worn needle bearing and reciprocation arm. There was no patient involvement. Due diligence is complete and no additional information is available. At product evaluation investigation the air dermatome width plate was found to be damaged. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: united kingdom the investigation is complete. This is an initial final report submission. Review of the most recent repair record determined damaged machine head, width plate, and other components. The device, including the control bar, was out of calibration. The device has not been repaired. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.